Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-07190. Follow-up identified surgical intervention was undertaken on (B)(6) 2018 during which the patient's left l4 lead was explanted and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-07190. It was reported the patient experienced unintended back pain. X-ray images confirmed the patient's left l4 lead had migrated. Surgical intervention will be undertaken to address the issue. Both the patient's l4 leads are being reported as the manufacturer is unable to confirm the affected lead.